Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-03499. The pt rec'd three leads, two have the same lot number. It was reported the pt was not receiving effective stimulation. Subsequently, the pt's scs leads were replaced. It was also reported the pt's scs ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.